Event description:
A surgeon reported a pt with an overcorrection in both eyes following an enhancement procedure. This report is for the right eye, the left eye is being reported under MFR report # 1061857-2007-00233. The pt underwent initial prk surgery on the right eye on a system manufactured by another company approx 8 mos prior to the enhancement. At approx 2 mos post-enhancement, this pt was overcorrected by -.75 diopter in the right eye. Bcva remained the same as pre-op 20/20, and ucva improved from 20/140 to 20/30.

Manufacturer narrative:
The investigation, including root cause determination is in progress.